Manufacturer narrative:
Manufacturer's investigation conclusion a specific cause for the reported driveline infection and patient conditions could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists infection as an adverse event that may be associated with the use of the hm3 lvas. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 30apr2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted into the emergency department (ed) with a supratherapeutic international normalized ratio (inr) of 9.0. The patient had their warfarin withheld. Additional information revealed that the patient presented to the hospital with complaints of weakness, subjective fever, chills, and new purulent driveline drainage. The patient was given cefepime and vancomycin. A computerized tomography (CT) of the chest, the abdomen, and the pelvis with contrast and point-of-care ultrasound. The patient was transferred to an outside hospital for a higher level of care. The supratherapeutic inr was resolved with sequelae on (B)(6) 2021. The patient was discharged on vancomycin with a tentative end date of (B)(6) 2021. The wound culture was (B)(6) and the patient had with negative blood cultures. Source of infection possibly decline in sterile dressing change technique while sick, skin irritation from tape/dressings, or dropped device.